Event description:
Additional information was received that the patient received an inappropriate shock.

Event description:
During a remote follow up, it was observed the patient experienced inappropriate anti-tachycardia pacing (atp) from the device. The device was reprogrammed to resolve the event. The patient was stable.